Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution? Yes. D10: returned to manufacturer on: 27-jan-2023 h6: investigation summary our quality engineer inspected the 2 samples submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the samples. Analysis of the sample showed that jagged holes on the bottom web and black particles inside the package. The black particles were observed inside the syringe product and at the corner of the blister packaging. Bd determined the black dust foreign matter inside the package and syringe could be due to pest infestation. The foreign matter could have been brought into package when the pest bit the bottom web to enter the packaging. The product could have been infested with pest due to uncontrolled storage conditions before distributed to the customers¿ premises. The nonconformance could have occurred out of the manufacturing facility. The team had also reviewed the pest controls records and no abnormalities were detected at the 20ml manufacturing line. Hence, we are unable to identify the root cause of the reported nonconformance. Review of the DHR showed that the housekeeping is performed per shift with no abnormality observed.

Event description:
It was reported 100 bd luer-lok 1-ml syringes had foreign matter in them. There was no report of patient impact. The following information was provided by the initial reporter: found dust particle is 1 cc tb

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Device evaluated by MFR: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported 100 bd luer-lok 1-ml syringes had foreign matter in them. There was no report of patient impact. The following information was provided by the initial reporter: found dust particle is 1 cc tb.